Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jan 16, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed the complaint device was received with the plunger rod advanced to a lens stuck in the cartridge. The lead haptic of the lens was unfolded. Viscoelastic residue was distributed through the length of the cartridge; the cartridge tip was damaged in a way consistent with damage that could have occurred during shipping. The lens module was inspected revealing no damage; however, viscoelastic residue was identified in the lens module which could have contributed to the complaint event. Device assembly was inspected revealing no issues; however, viscoelastic residue was distributed below the lens module indicating an excessive amount could have been used. Plunger rod advancement was inspected and presented with no issues. The lens could not be removed from the cartridge for further evaluation. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: does not apply - lens was not implanted. Section d6b: explant date: does not apply - lens was not implanted and therefore not explanted. Section e1: telephone number: (B)(6). Section h3: other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the top of the dib00 preloaded intraocular lens (iol) cartdrige was faulty. The back up lens was used and the tip was in contact with the patient's eye. No further detail was provided.